Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the balloon identified no damages. The device was returned with the blade protector attached. A hypotue break was identified, 43.8cm distal to the distal end of the strain relief. No kinks or damages on shaft polymer extrusion. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during examination of the extrusion shaft. Tip showed no signs of tip damage. The proximal and distal markerbands identified no damage.

Event description:
It was reported that the balloon connection shaft was fractured. The target lesion was located in the left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. Upon unpacking, it was noted that the balloon connection shaft was fractured. The procedure completed with another of same device. No complications were reported, and patient was stable post procedure.

Event description:
It was reported that the balloon connection shaft was fractured. The target lesion was located in the left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. Upon unpacking, it was noted that the balloon connection shaft was fractured. The procedure completed with another of same device. No complications were reported, and patient was stable post procedure.